Event description:
Information was received indicating that during testing the pump exhibited "alarm and volumes too low." No adverse patient effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the pump by the chassis of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. Replace both piezo(speaker) and expulsor assembly. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.